Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized two weeks prior for high blood glucose. The customer reported their high blood glucose was attributed to steroid injections. The customer reported they were unable to lower their blood glucose with 40 to 50 units of insulin. The customer's blood glucose rose to 400 mg/dl at the time of incident. The customer reported they experienced diabetic ketoacidosis as a result of their high blood glucose. Customer was wearing the insulin pump at the time of incident. The customer also reported calibration error and sensor error alerts with the sensor. The customer declined to return the insulin pump for analysis.